Event description:
The user facility reported a 81-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the echo showed impella cp against the papillary wall and off axis from the apex of the left ventricle. Multiple attempts were made to position the pump correctly, finally stopping at 3.87 cm from ao. The physician felt that if the pump was pulled back further there was a risk of crossing over into the aorta.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Manufacturer narrative:
The investigation into the positioning issues has been completed since the initial report was submitted. The product was not returned for investigation. The cause of the positioning issue was patient condition related, specifically the patient's very large papillary muscle.